Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection observed a cut in the tubing near the drip chamber. The cause of the cut could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an access administration set had a hole in the tubing. The defect was observed during priming. There was no patient involvement. Additional information was requested and is not available.